Event description:
It was reported that approximately one month ago the patient noticed their stimulation would feel as though it was turning off when in various positions. It had happened several times when they were walking, lying and sitting. The patient had not checked their programmer in any of the situations to determine what position he was in or if the device was off/on. The patient noted that nothing had prompted the change, ¿it just started happening¿. After meeting with the patient the manufacturer representative noted the stimulation was in the correct place but the problem was that it was just turning off and off. The patient was going to journal the occurrences and did not require reprogramming.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received stated the implantable neurostimulator (ins) was randomly, not position related, turning itself off. The patient used group d which had adaptivestim on. The group would be at 3 volts, then he would adjust to 1 volt and the stimulation (perception) would turn off, and then when the patient went to turn it back on it would come on at 3 volts. Impedances were taken the day of the report and nothing out of the ordinary was noted. It was suggested to take them again in different positions to see if anything developed and to have the patient use the patient programmer sync to check to see if the actual stimulation turned off or it was just perception that stimulation turned off. It was noted the manufacturer's representative (rep) may turn adaptivestim off on group d and have the patient try that. It was reported that the patient had a 50% or greater symptom reduction when the device was on. Adaptivestim was turned off and the cause of the event was not determined. No further follow-up had been done with the patient at the time of the report to determine if they were receiving effective therapy.

Event description:
Additional information received reported that the patient was doing well and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).